Event description:
A patient reported experiencing inaccurate high results with a surestep meter. The patient's blood glucose results were 291 compared to the labs 224mg/dl. Tests were done 10 minutes apart. No further information has been reported.